Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported right side rupture. The device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Patient's spouse reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted.